Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a hole in the body of the bag; the hole passed through both sides of the bag. The holes appeared to have been created using a needle. A functional leak test was performed, and bubbling was observed from the holes. The reported condition was verified. The cause of the condition was determined to be handling by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml all-in-one container leaked from an unspecified location. This issue was identified during use of the device at the clinic. There was no patient involvement. No additional information is available.